Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The returned device was visually inspected and it has the label and the pouch broken. The broken area match with the cap location. However all the seals were inspected and no anomalies or damages were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the sterility was compromised. During unpacking, it was noted that the product package was punctured. For this, the physician knew that the sterility was compromised. The shipping package was not punctured. The device was not used. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sterility was compromised. During unpacking, it was noted that the product package was punctured. For this, the physician knew that the sterility was compromised. The shipping package was not punctured. The device was not used. No patient complications were reported.